Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead triggered a patient alert due to high impedance, oversensing and noise. The patient received multiple inappropriate therapies. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the inner tubing was kinked/buckled, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
It was reported that the right ventricular lead triggered a patient alert due to high impedance, oversensing and noise. The patient received multiple inappropriate therapies. The lead was removed and replaced. No further patient complications have been reported as a result of this event.